Event description:
A nurse contacted baxter (B)(4) regarding a leak from a transfer set. There was a povidone iodine leak found during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed during the sample evaluation; therefore, the root cause could not be determined. Received one used set with no cap on dark blue connector and no cap on patient connector in reference to other. Functionally hand tightened a lab titanium adapter without difficulty. Placed (lab) white cap on dark blue connector for pressure test with no leak noted. Set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.